Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed persistently low glucose readings for approximately 24 hours while the patient¿s actual glucose was reported to be elevated by manual fingerstick, and calibration attempts were not accepted; the patient was using a dexcom g7 and ultimately resolved the issue by replacing the sensor after troubleshooting and education were provided. Symptoms included hyperglycemia and reported low readings on the device without clinical symptoms of hypoglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting guidance and education on cgm performance and calibration. Investigation of this case revealed that the cgm sensor was providing inaccurate low values to the ilet, inconsistent with a separate fingerstick result, and that replacing the dexcom g7 sensor restored expected function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.